Manufacturer narrative:
Product analysis the device was received with an obturator loaded, it was possible to remove the obturator with no issues noted. A tactile check found no evidence of coating issues. The shaft length was measured at approximately 30cm (specification 28.0 cm +0.3/-1.4cm). The middle of the shaft was noticeably softer, the od was measured and narrowed from 5.74mm at the ends of the shaft to 5.71mm at the middle, indicating stretching (specification 5.92 mm +0.05/-0.15mm). No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the sheath sensh1428w sentrant hydro was claimed to be two centimeters longer than usual, wobblier, less stable, and as if it was missing a layer of coating. It was noted that there was no damage to the device packaging. It was confirmed the issue was with the coating and it was not as lubricious as usual. The surgery was concluded successfully with this device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information; it was reported that the hydrophilic coating got activated before use, the sheath was a bit more flexible than usual when inserted into the patient, but there was no problem during insertion into the patient. It was confirmed the issue was with the coating and it was not as lubricious as usual. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.